Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 40 mg/dl change sensor and calibration not accepted. The customer had not reported the symptoms and treatment. Customer's blood glucose level went into the 143 mg/dl. Customer stated that they had I got the alarm and low blood glucose and it said 69 mg/dl. Customer got another one, alert on low 12:06am. The pump said 40 mg/dl. I took my bg 143 mg/dl on my machine and it didn't accept it. It alerted me to check again it was 156 mg/dl. Troubleshoot was performed for change sensor and calibration not accepted. Customer received a change sensor alert after a calibration not accepted. Customer declined to review. The insulin pump was not returned for analysis.